Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is pain, capsular contracture, baker grade iii, and patient concern with the product.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii, exchange due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device.

Event description:
Device has been explanted.